Event description:
It was reported that balloon removal difficulty occurred. The target lesion was located in the right coronary artery (rca). A 3.50x16mm promus premier¿ stent delivery system (sds) was implanted. Upon removal, it was noted that the balloon of the sds was extremely hard to withdraw. The physician felt that some of the balloon material got stuck in between the stent strut. The physician was then able to completely remove the balloon of the sds out after several attempts. Post dilatation was performed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).